Event description:
It was reported that (2) devices were used during a low anterior resection. It was reported by the rep that the surgeon fired the ax55b and the cdh during the procedure, and (1) of the donuts was incomplete. A leak was experienced and the staple line was incomplete, leaving a gap. The surgeon had to cut out anastomosis, refire across the distal bowel, and sew a new anastomosis because of the incident.